Manufacturer narrative:
The customer had ordered a flow sensor and was awaiting for the part. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
Submission date: 22sep2021.

Event description:
It was reported that the ventilator would not stay in standby. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was advised to perform flow test and performance verification test, replace the flow sensor. Further information is pending.